Manufacturer narrative:
The reported event was duplicated. It was found the device retaining pin was broken off and missing by the service technician through functional evaluation. The drive train assembly was replaced to address the broken retaining pins, other worn components were replaced, preventive maintenance was performed, and the device was returned to the customer after passing final inspection. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The device retaining pin had broken and disassembled, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer service facility. There were no adverse consequences related to this event.